Event description:
While priming IV tubing, the clinician reports the line "snapped" at the y site connection. As the line was not attached to a patient at the time, there was no harm or impact to the patient and no exposure to the clinician. Nurse states there was no pressure or force being applied to the line at the time. Manufacturer response for infusion set, alaris medley smartsite infusion set (per site reporter). None received.